Manufacturer narrative:
It was reported that the table allegedly unlocks on its own. It was determined that the table is operating as expected after completing 25 cycles test and standing overnight lock testing. The testing concluded that the hand pendant lock/unlock button may be broken. The hand pendant will be returned to flower mound for further investigation after the replacement was provided. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that 11 tables are allegedly momentarily still moving once the hand pendant buttons are released. This is no patient involvement or adverse consequence reported.